Event description:
It was reported that during pre-check or surgery it was observed that the motor device was "loud and overheated". The reporter could not clarify if the device was used in surgery. There were no delays to the surgical procedure as a spare device was available for use. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.